Event description:
The MFR received info alleging an everflo oxygen concentrator was involved in a house fire. There was no harm or injury reported. The device has yet to be returned to the MFR for eval. A f/u report will be filed when the MFR has completed their investigation.